Manufacturer narrative:
The evaluation showed, that both bolts in the upper part (backward) disengaged. The bushings are damaged. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the two teflon rings in the upper back part need to be replaced. The patient did not fall.